Manufacturer narrative:
Eval results - 99% stenosis. Conclusions - 99% stenosis.

Event description:
A 2.5 mm x 12 mm sprinter rx dilatation balloon catheter was inserted to pre-dilate an lad lesion. The lesion morphology was non-tortuosity with no calcification and 99% stenosis. It was reported that the balloon was advanced to the intended lesion site and pre-dilatation was performed. Another manufacturer's stent was successfully implanted. The sprinter rx balloon was re-inserted and advanced past the previously deployed stent; the balloon was inflated to 6 atms. The sprinter balloon catheter was removed. It was reported that another manufacturer's balloon and the sprinter balloon was inserted to perform the kissing balloon technique. Upon inflation, it was noted that the sprinter balloon had burst. The balloon was successfully removed from the pt as one unit. An nc sprinter balloon was inserted to pre-dilatate the lesion; however, the shaft of the catheter burst. The device was removed and another manufacturer's balloon was used to complete the case. No clinical sequelae were reported and the pt is reported to be stable. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.